Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube could not connect to the channel connector. The issue occurred during reprocessing. There were no reports of patient harm.